Event description:
Medtronic received information that approximately 2 weeks post implant of this 25mm mitral bioprosthetic valve, a defibrillator was implanted. The reason for the defibrillator implant was reported to be due to prior sudden cardiac arrest, ventricular fibrillation, atrial fibrillation, atrial flutter and atrial tachycardia. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a defibrillator. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.